Manufacturer narrative:
The DHR review indicates that proper materials and methods of manufacturing were used and no excursions were noted for lot s41784. Complaint sample evaluation revealed that the needle encountered a force that exceeded the material strength. How or when that force was applied is unknown. To obtain more information on the handling of the broken device, the physician and sales representative were contacted to determine if a force was applied or if the needle was bent for any reason during the procedure. To date, no additional information has been provided.

Event description:
Customer reported: "tip of the needle snapped off before transseptal crossing. Tip was still in the sheath and dr (B)(6) was able to remove the sheath safely and recover the tip. Was able to complete the crossing safely using new needle."